Manufacturer narrative:
Synthes is unable to determine the manufacture site or the manufacture date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
Six screws and two rods were implanted in the patient in june. Radiology studies four months later showed that the disc 'had gone back out of position'. Patient underwent revision surgery and one screw was found to have broken.